Event description:
Info received indicates the bed could not be placed into reverse trendelenburg.

Manufacturer narrative:
The technician found that when the trend handles were activated the gas springs were not being activated. He adjusted the gas springs linkage and reverse trendelenburg functioned properly.